Event description:
It was reported that after an esophagogastrostomy procedure, the surgeon found the incision was not sutured completely and some staples were malformed. Another device was used to complete the procedure. No pt consequence was reported.

Manufacturer narrative:
Eval summary: the analysis found that the device arrived in good visual condition. The breakaway washer was present and cut and there were not staples present, indicating that the device achieved a full firing stroke; however the knife was noted to have nicks, this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. The device fired and formed all the staples as intended. The staple line was noted to be complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.